Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure (batch no. A33s65-inv,a33565) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("urinary tract infection"), nausea ("nausea"), the first episode of alopecia ("hair loss"), depression ("psych injury"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), ovarian cyst ("infection (other) describe: ovarian cyst"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems"), nervous system disorder ("neurological conditions or problems"), the second episode of alopecia ("hair loss"), abdominal pain lower ("lower abdominal pain"), fatigue ("fatigue"), cystitis ("cystitis"), back pain ("back pain"), rash ("her was chest arms belly and the sun made her worse") and photosensitivity reaction ("her was chest arms belly and the sun made her worse") and was found to have neoplasm ("tumors"). The patient was treated with surgery (oophorectomy (bilateral), salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, urinary tract infection, nausea, neoplasm, depression, female sexual dysfunction, bladder disorder, urinary tract disorder, nervous system disorder, the last episode of alopecia, fatigue, cystitis, back pain, rash and photosensitivity reaction outcome was unknown and the dyspareunia, ovarian cyst and abdominal pain lower had resolved. The reporter considered abdominal pain lower, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, nausea, neoplasm, nervous system disorder, ovarian cyst, photosensitivity reaction, rash, urinary tract disorder, urinary tract infection, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), urinary tract infection (uti), nausea, tumors ,hair loss. Discrepancy noted in date of insertion (B)(6) 2016 (summons) and (B)(6) 2014 (pfs) this lot a33s65 is invalid. Lot number: a33565 manufacturing date: 2012-07 expiration date: 2015-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure (batch no. A33s65) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("urinary tract infection"), nausea ("nausea"), the first episode of alopecia ("hair loss"), depression ("psych injury"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), ovarian cyst ("infection (other) describe: ovarian cyst"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems"), nervous system disorder ("neurological conditions or problems"), the second episode of alopecia ("hair loss"), abdominal pain lower ("lower abdominal pain"), fatigue ("fatigue"), cystitis ("cystitis") and back pain ("back pain") and was found to have neoplasm ("tumors"). The patient was treated with surgery (oophorectomy (bilateral), salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, urinary tract infection, nausea, neoplasm, depression, female sexual dysfunction, bladder disorder, urinary tract disorder, nervous system disorder, the last episode of alopecia, fatigue, cystitis and back pain outcome was unknown and the dyspareunia, ovarian cyst and abdominal pain lower had resolved. The reporter considered abdominal pain lower, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, nausea, neoplasm, nervous system disorder, ovarian cyst, urinary tract disorder, urinary tract infection, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), urinary tract infection (uti), nausea, tumors ,hair loss. Discrepancy noted in date of insertion (B)(6) 2016 (summons) and (B)(6) 2014 (pfs). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Events apareunia, ovarian cyst, depression, bladder or urinary problems or changes, nausea, neurological conditions or problems, fatigue & device monitoring procedure not performed were added. Lot number, concomitant & historical drugs, conditions were added. Product, patient & reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure (batch no. A33565-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test." On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("urinary tract infection"), nausea ("nausea"), the first episode of alopecia ("hair loss"), depression ("psych injury"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), ovarian cyst ("infection (other) describe: ovarian cyst"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems"), nervous system disorder ("neurological conditions or problems"), the second episode of alopecia ("hair loss"), abdominal pain lower ("lower abdominal pain"), fatigue ("fatigue"), cystitis ("cystitis"), back pain ("back pain"), rash ("her was chest arms belly and the sun made her worse") and photosensitivity reaction ("her was chest arms belly and the sun made her worse") and was found to have neoplasm ("tumors"). The patient was treated with surgery (oophorectomy (bilateral), salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, urinary tract infection, nausea, neoplasm, depression, female sexual dysfunction, bladder disorder, urinary tract disorder, nervous system disorder, the last episode of alopecia, fatigue, cystitis, back pain, rash and photosensitivity reaction outcome was unknown and the dyspareunia, ovarian cyst and abdominal pain lower had resolved. The reporter considered abdominal pain lower, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, nausea, neoplasm, nervous system disorder, ovarian cyst, photosensitivity reaction, rash, urinary tract disorder, urinary tract infection, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), urinary tract infection (uti), nausea, tumors ,hair loss. Discrepancy noted in date of insertion (B)(6) 2016 (summons) and (B)(6) 2014 (pfs). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("urinary tract infection"), nausea ("nausea"), alopecia ("hair loss") and psychological trauma ("psych injury") and was found to have neoplasm ("tumors"). The patient was treated with surgery (oophorectomy (bilateral), salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the dysmenorrhoea, dyspareunia, urinary tract infection, nausea, neoplasm, alopecia and psychological trauma outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, nausea, neoplasm, psychological trauma and urinary tract infection to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), urinary tract infection (uti), nausea, tumors, hair loss. Discrepancy noted in date of insertion (B)(6) 2016 (summons) and (B)(6) 2014 (pfs). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received. Event injury was updated to new events from pfs- dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), urinary tract infection (uti), nausea, tumors ,hair loss, psych injury. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure (batch no. A33s65) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("urinary tract infection"), nausea ("nausea"), the first episode of alopecia ("hair loss"), depression ("psych injury"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), ovarian cyst ("infection (other) describe: ovarian cyst"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems"), nervous system disorder ("neurological conditions or problems"), the second episode of alopecia ("hair loss"), abdominal pain lower ("lower abdominal pain"), fatigue ("fatigue"), cystitis ("cystitis"), back pain ("back pain"), rash ("her was chest arms belly and the sun made her worse") and photosensitivity reaction ("her was chest arms belly and the sun made her worse") and was found to have neoplasm ("tumors"). The patient was treated with surgery (oophorectomy (bilateral), salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, urinary tract infection, nausea, neoplasm, depression, female sexual dysfunction, bladder disorder, urinary tract disorder, nervous system disorder, the last episode of alopecia, fatigue, cystitis, back pain, rash and photosensitivity reaction outcome was unknown and the dyspareunia, ovarian cyst and abdominal pain lower had resolved. The reporter considered abdominal pain lower, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, nausea, neoplasm, nervous system disorder, ovarian cyst, photosensitivity reaction, rash, urinary tract disorder, urinary tract infection, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), urinary tract infection (uti), nausea, tumors ,hair loss. Discrepancy noted in date of insertion (B)(6) 2016 (summons) and (B)(6) 2014 (pfs) quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received event "her was chest arms belly and the sun made her worse" was added. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.